Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 6 mg/day via an implantable pump for non-malignant pain. It was reported that a flipped pump and twisted catheter occurred. The hcp questioned if the patient flipped the pump or if weight loss and loose skin contributed to the issue. No diagnostics or troubleshooting was performed. The pump pocket was opened and the catheter was noted to be tangled and twisted. A new 27.9 cm segment was added and a dacron pouch was also added and sutured down. The event was considered resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
The explanted catheter portion was returned, and analysis found the catheter body had significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.